Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell a couple years ago due to possible lead fracture. The right atrial (ra) lead also exhibited no capture, noise and high impedance. The ra lead was initially reprogrammed and eventually capped and replaced. No further patient complications have been reported as a result of this event.